Event description:
Device malfunction: unk. Symptoms/ae: micro bubbles in the vasculature. Time of ae: prior to stent deployment. It was reported that prior to stent deployment, with the stent delivery system at the target lesion, during injection of contrast, some micro bubbles were noted in the vasculature. Reportedly, there were no problems preparing the device and it is unk when the micro bubbles originated; however, the physician suspects it was possibly from the stent delivery system. The stent was successfully deployed. The pt was placed in troubleshooting position. There was no adverse pt sequela reported. Although requested, there is no add'l info available.

Manufacturer narrative:
(Unknown device failure, reportedly, resulting in microbubbles) - during processing of this complaint, attempts were made to obtain complete event, device and patient info. The stent remains in the pt. The part and lot numbers were not identified; therefore, a device history record review could not be performed.